Event description:
A malfunction alarm identified as malfunction code 12 was reported by the customer. There was no report on whether there was an impact on the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and the issue did not recur after the reset. The customer continued to use the pump for insulin therapy.